Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited post-sensed t-wave oversensing. The patient presented to the clinic after receiving inappropriate therapy. Review of the electrogram indicated large variations in r-wave amplitudes. X-ray revealed lead dislodgement. The device was temporarily deactivated, and a lead revision is being considered.